Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A customer reported the error message, "replace sensor," when scanning the adc freestyle libre sensor using the librelink app. On 25-feb-2020, as a result, of the customer being unable to monitor their blood glucose, the customer experienced sweating and clamminess and received oral glucose by a non-hcp. No additional information reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message, "replace sensor," when scanning the adc freestyle libre sensor using the librelink app. On (B)(6) 2020, as a result, of the customer being unable to monitor their blood glucose, the customer experienced sweating and clamminess and received oral glucose by a non-hcp. No additional information reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 0m00093mpv8 has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was returned and was properly seated in the mount. Removed sensor plug and inspected sensor plug assembly and no failure mode observed. Sim vivo test was performed and results were within specification. No malfunction or product deficiency was identified.

Event description:
A customer reported the error message, "replace sensor," when scanning the adc freestyle libre sensor using the librelink app. On (B)(6) 2020, as a result, of the customer being unable to monitor their blood glucose, the customer experienced sweating and clamminess and received oral glucose by a non-hcp. No additional information reported. There was no report of death or permanent injury associated with this event.